Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device / perforation (fallopian tubes)") and device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "unusual shape of the left essure device with an inverted c shape". The patient's past medical history included kidney stones, vulvovaginal warts, carpal tunnel release, sinus operation and knee operation. Concurrent conditions included uterine bleeding. Concomitant products included herbal diuretic, lisinopril and metoprolol for blood pressure high. On (B)(6) 2012, the patient had essure inserted. In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and arthralgia ("right hip pain"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms/hysteroscopy/d&c,right salpingectomy) and surgery (left salpingectomy/hysteroscopy, d&c, diagnostic laparoscopy and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion and arthralgia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered arthralgia, device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent (B)(6) 2013 - left salpingectomy, (B)(6) 2016- laparoscopic right salpingectomy, hysteroscopic removal of essure device, and dilation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete obstruction of the right fallopian tube.; on (B)(6) 2013: unusual shape of the left essure device hysterosalpingogram : left fallopian tube perforated by essure device, right side tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: device shape alteration. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device / perforation (fallopian tubes)") and device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "unusual shape of the left essure device with an inverted c shape". The patient's past medical history included kidney stones, vulvovaginal warts, carpal tunnel release, sinus operation and knee operation. Concurrent conditions included uterine bleeding. Concomitant products included herbal diuretic, lisinopril and metoprolol for blood pressure high. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and arthralgia ("right hip pain"). The patient was treated with surgery ( pelvic surgery to try and alleviate the symptoms/hysteroscopy/d&c,right salpingectomy) and surgery (left salpingectomy/hysteroscopy, d&c, diagnostic laparoscopy and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion and arthralgia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered arthralgia, device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent (B)(6) 2013 - left salpingectomy, (B)(6) 2016- laparoscopic right salpingectomy, hysteroscopic removal of essure device, and dilation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete obstruction of the right fallopian tube.; on (B)(6) 2013: unusual shape of the left essure device hysterosalpingogram : left fallopian tube perforated by essure device, right side tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device / perforation (fallopian tubes)") and device expulsion ("migration of the essure device / migration of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones, vulvovaginal warts, carpal tunnel release, sinus operation and knee operation. Concurrent conditions included uterine bleeding. Concomitant products included herbal diuretic, lisinopril and metoprolol for blood pressure high. On (B)(6) 2012, the patient had essure inserted. In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and arthralgia ("right hip pain"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms) and surgery (left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion and arthralgia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered arthralgia, device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent nov2013 - left salpingectomy, 22apr2016- laparoscopic right salpingectomy, hysteroscopic removal of essure device, and dilation and curettage. Diagnostic results: hysterosalpingogram : left fallopian tube perforated by essure device, right side tubal occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), right hip pain", reporter, lot number added from pfs. Historical and concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.